Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however the customer provided two photos of the damaged cvc catheter for evaluation. The photos revealed that the proximal extension line separated from the luer hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were found. The IFU provided with this kit precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The complaint of extension line/luer hub damage was confirmed by the photo the customer returned. Complete complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the hub between the cvc extension line and heparin cap was found broken during use.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for evaluation. Visual analysis revealed that the proximal luer hub was separated from its extension line and was not returned. The separation point on the proximal extension line appeared jagged. This type of separation is consistent with undue force applied to the extension line. The catheter body also appeared to be cut. The length of the catheter measured 168mm which is not within specifications of 207-227mm per catheter product drawing. This implies that at least 39mm of the catheter body was missing. The length of the proximal extension line from separation point to juncture hub measured 117mm which is not within specifications of 101-105mm per catheter product drawing. The outer diameter of the proximal extension measured 2.07mm which is not within specifications of 2.13-2.21mm per proximal extension line extrusion graphic. This is more evidence that the extension line had undue force applied to it because it has been stretched and deformed. The inner diameter of the proximal extension measured 1.45mm which is within specifications of 1.42-1.50mm per proximal extension line extrusion graphic. A manual tug test confirmed that the distal extension line was secure within the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut the catheter to alter length. Do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The IFU precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated distal to the luer hub. The luer hub was not returned. The separation point on the proximal extension line was jagged, indicated undue force. The extension line did not meet all relevant dimensional requirements further indicating it had undergone undue stretching force. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the hub between the cvc extension line and heparin cap was found broken during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the hub between the cvc extension line and heparin cap was found broken during use.